Event description:
Order placed to d/c pt's 16f foley catheter. Rn attempted to deflate the 10cc balloon and only got 2 cc return. Rn tried to pull back but met resistance, advanced balloon and manipulated catheter, but still no saline returned. Another rn tried but was unsuccessful. Contacted urology office for suggestions. They suggested keeping the syringe on the port for a period of time and reassess. After 10 mins, pt reported leaking from catheter; 10cc returned in syringe and then catheter successfully removed, intact. FDA safety report ID# (B)(4).